Event description:
It was reported that a bard 5f dual lumen per-q-cath that was being secured with securacath started to leak 12 or 13 days after it was implanted. This was the second catheter this month reported with this issue at this facility. Both catheters that were reported to have leaked came from bard lot # rewk0028.

Manufacturer narrative:
On (B)(4) 2013, a box was received containing the bard catheter. The secureacath device used was not included with the catheter. The catheter was visually inspected and then placed in cidex solution so that it could be disinfected for further analysis. The visual inspection showed that the catheter was slightly deformed/flattened around the 0 cm mark extending out to approximately 2 cm. This is indicative of how a catheter normally looks after the securacath is removed. Both lumens were also flushed with cidex. One lumen flushed normally. The other lumen leaked around the 0 cm mark when flushed. This is also the area where the catheter was slightly deformed. The area of the catheter that leaked was cut out and then opened up by cutting the opposite side of the catheter shaft using a razor blade. The crack surface was then analyzed under a scanning electron microscope (sem). Through this analysis, we were able to determine that there were two areas along the catheter shaft where the crack started. In each case, there was either a surface defect on the catheter or a piece of embedded foreign material within the catheter shaft extrusion. These defects are likely what cause the crack in the catheter shaft.